Manufacturer narrative:
No part returned. DHR review found no ncs associated with this lot of parts. Per complaint submission, surgeon indicated the pre-drilled hole was not prepared sufficiently and surgeon forced implant into the smaller hole leading to increased torsion on the implant. Bone condition was noted to be "particularly hard" leading hole preparation to be important in the success of the implant. Cause is traced to user.

Event description:
On (B)(6) 2021, a surgeon reported to the geo ceo, that a geo-labeled tyber 2.5x15 mm 0 deg solid hammertoe screw was used in a case today, and it broke while being inserted. He was able to remove the part that was in the bone (this caused a 15 min delay with no adverse outcome) and used another 2.5x15 mm 0 deg screw in its place successfully. He also indicated he believed the screw that broke was not defective, and he was certain he had not reamed the hole sufficiently and/or drilled a sufficient hole size, so upon forcing the screw into the smaller-than-ideal hole, the screw broke. As a result, the surgeon has requested geo consider a drill bit with size and design that is more suitable to drilling holes for the 2.5mm hammertoe. Per the geo field representative associated with this case: "it broke at the interface between the proximal and distal aspects of the implant. I always recommend creating a pilot hole using a .45 k-wire which was done. Even with that, the bone in this patient was particularly hard."